Manufacturer narrative:
Batch review performed on 12 april 2022: lot 1902508: (B)(4). Expiration date: 2024-may-14. No anomalies found related to the problem. (B)(4).

Event description:
The patient came in reporting instability and the cause of the instability is unknown. At 1 year after the primary surgery, the surgeon revised the insert with a higher one. The surgery was completed successfully.